Manufacturer narrative:
Voluntary medwatch mw5146449.

Event description:
It was reported that episode of at/af (atrial tachycardia/atrial fibrillation) for intermittent atrial under-sensing was detected on the lead. No further information was received.